Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the day of the event, the patient was watching television when the cgm was displaying 47 mg/dl. During this time, the patient was asymptomatic but checked their bg and the meter was reading 530 mg/dl. The patient's wife took the patient to the emergency room. At the ER, the patient was treated with saline. The patient's blood pressure was checked once and bg finger sticks were checked three times. The patient was in the ER from 6:00am until 10:00pm the same day. The patient's bg prior to being discharged was 200 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.